Event description:
It was reported that this right ventricular (rv) lead was implanted successfully, with appropriate lead measurements observed. However, when the lead was connected to the device and the temporary pacing line was switched off, oversensing, loss of capture, and pacing inhibition were observed. The field representative tried programming around the oversensing by adjusting the sensitivity and blanking, but it could not be completely resolved and the lead was repositioned. Technical services reviewed the printout and provided some possible reasons for the oversensing, pacing inhibition, and loss of capture. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.